Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 6 atmospheres, 6 atmospheres and 8 atmospheres for 10 seconds accordingly. However, at third inflation, it was noted that the balloon ruptured in the shape of a pinhole was noted at 10 atmospheres. The device was removed without any issue and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition post procedure.